Manufacturer narrative:
UDI - unknown due to the lot number being unknown. Evaluation codes are unable to be selected. Device code will be selected in the follow up report. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported a similar event. See MDR 3013394970-2017-00385. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal was bent. It was reported that patient did ok. It was reported that the procedure outcome was successful. It was reported that another angio-seal was fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One used 6fr angio-seal vip device was received for product evaluation. The returned carrier tube assembly was then subjected to visual analysis were a kink was found approximately 0.8570" from the distal tip of the carrier tube assembly. The kink was located at the end of the collagen in the carrier tube assembly. The bypass tube was still on the carrier tube assembly. The complaint could be confirmed for a kink in the carrier tube assembly. However, the kink was caused by opposing forces. These opposing forces likely were caused by handling errors when wither removing the carrier tube assembly from the packaging or handling of the device during the procedure. This is stated due to the hemostatic sheath and arteriotomy locator were returned mated. There is no evidence that this event was related to a device defect or malfunction. The use conditions of the product contributed to the reported event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.